Manufacturer narrative:
On july 26, 2023, mentor received additional information. Mentor received confirmation that the product was a mcghan breast implant and therefore, not manufactured by mentor. As such, no new supplemental reports will be submitted on behalf of mentor. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 25, 2023, mentor completed a photo evaluation of the explanted device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 29, 2023, mentor received additional information. The lot number 1344829 was provided, but a manufacturing record evaluation determined that the provided lot number was invalid. At this time, the provided number will be populated in the lot number field. Mentor associated reached out for clarification, but no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: (B)(6) 2023. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old caucasian hispanic/latino female patient underwent a primary breast augmentation surgery with an unspecified mentor saline breast implant. Post-operatively, the patient observed that her right breast implant was getting smaller. A mammogram confirmed that the patient experienced a deflation of her right prosthesis. As a result, the patient is scheduled for removal surgery on (B)(6) 2023.